Event description:
Prolene mesh was used as part of tram flap procedure. It has become so stiff that I have very little flexibility in the abdomen. It is like trying to stretch cardboard. I have had myofascial message, trigger point injections, and physical therapy with no relief. I am unable to eat a full meal as there is no "give" and it just pushes up against my stomach. I am unable to sit or sleep comfortably. I want the mesh out!